Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm premature discharge of battery (pbd). The unit passes longevity calculation. Moreover, the right ventricular (rv)/left ventricular (lv) sense and pace counts are about equal to cardiac cycle count. The device passed all tests. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.